Event description:
Home patient (hp) reports leak in pt line tubing of homechoice set. Hp reports leak noted approximately 2 to 2 1/2 feet from the pt connector, after treatment was completed for evening. No pt injury or medical intervention required per hp.